Manufacturer narrative:
No patient involvement. The o-arm system is designed to alert the user if the system motion needs to be re-calibrated to home. System performing as designed.

Event description:
A site radiology technician (rt) reported that when setting up for a case the o-arm showed a message requesting the user to re-calibrate home. She re-calibrated home and the system functioned normally. No patient present.